Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not detected on the bus. As per part investigation, it was determined that the drawer was not detected on the bus due to crossed continuity in the retractor assembly and a faulty pyxibus cable with exposed copper strands led to the observed thermal damage. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of ¿drawer not detected on bus¿ was confirmed during field service engineer (fse) testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that the enhanced full-height cubie drawer in the main cabinet was failing, with cubie pockets off bus. The fse replaced a worn retractor band, then inspected and tested the system and found row a off bus. Connections were reseated, and the worn retractor band and pyxibus cable with cuts in the shielding were replaced. The system tested good in diagnostics and in the application. During dchu visual inspection: p/n 353844 01: was received with copper strands in contact with adjacent copper strands. P/n 120547 01: was received with copper strands exposed. During dchu testing: p/n 353844 01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. P/n 120547 01: no further testing was required due to physical damage found during the external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint ¿drawer not detected on bus¿ was due to crossed continuity between adjacent copper strands of the ¿assy retractor dwr hh cubie¿ (p/n 353844 01) which led to the observed thermal damage and ultimately compromised the drawer's functionality. A faulty assy cbl pyxibus 6 drawer, p/n 120547 01 due to exposed copper strands which prevents the proper functionality of the cable.